Event description:
It was reported that a patient, (B)(4), male, underwent an idiopathic ventricular tachycardia procedure with a navistar thermocool catheter and suffered a cardiac tamponade and expired. It was noted that this patient had a medical history of a very dilated left ventricle and 28 defibrillations in 24 hours that may have contributed to this event. During the ablation phase while the catheter was inside the cord of the left ventricle via transseptal access with a medtronic needle, the patient suffered a tamponade and died, despite all the efforts of the hospital staff that were involved in the resuscitation. The root cause of the tamponade was not defined and it was not specifically related to the catheter. Additional information was received on the event. After the tamponade was observed, draining of the liquid from pericardium was performed and then the patient had mechanical ¿ electrical dissociation. The physician¿s opinion on the cause of this adverse event is patient condition and procedure. No error messages were observed on biosense webster equipment during the procedure. The flow setting was 30ml/min and a st. Jude medical sheath was used.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. (B)(4).